Manufacturer narrative:
Device passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Device button responses function properly. No button error alarms noted. No damage found on the keypad assembly. Inspect the pump and no trace of moisture damage found on the electronic/motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the device alarmed a button error alarm. Customer's blood glucose was 402 mg/dl. Customer mentioned there was strong insulin smell from the device and she could see insulin in the device. Found no delivery alarms and button error alarms in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.